Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range impedance measurements. It was decided to perform a follow up on the nearby future. No changes have been performed. This device remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).